Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions. Additional product codes added.

Event description:
Customer complains of lo results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 80-130mg/dl fasting. Verified the strips expire 04/30/2018. Customer confirms the strips are stored in the kitchen and were first opened (B)(6) 2015. Customer performed back to back blood test 172mg/dl and 209mg/dl. Reviewed meter memory: (B)(6). Customer is concerned with lo result from the memory. The time and date were not set up correctly. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of lo results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 80-130mg/dl fasting. Verified the strips expire 04/30/2018. Customer confirms the strips are stored in the kitchen and were first opened (B)(6) 2015. Customer performed back to back blood test 172mg/dl and 209mg/dl. Reviewed meter memory: (B)(6). Customer is concerned with lo result from the memory. The time and date were not set up correctly. Adverse event not reported.